Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report that the smartsite had broken in half and disconnected from the set was confirmed. Visual inspection noted that the 2000e was received in two pieces; separation occurred at the point where the female luer adapter (fla) meets the clear body of the smartsite. A close inspection shows that a small ring of the clear body is still welded inside of the fla, however no stress or fracture marks noted both to the white or clear body of the smartsite component or the smartsite stopcock body. A definitive root cause could not be established. Although it is not possible to determine a definitive root cause for this issue, the most likely cause of this type of damage is exposure of the clear body of the smartsite to a cleaning agent.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A smartsite needle-free valve was connected to a hickman line. The report suggests that the patient noticed blood leaking from the hickman line and on closer inspection, it was identified that the smartsite had broken in half and disconnected from the set. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.